Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number vad-62847, and the reported patient outcome could not be conclusively determined through this evaluation. An autopsy was not performed. No further information was able to be provided by the customer. The relevant sections of the device history records for vad-62847 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU is currently available. Section 1, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired. The cause of death was unknown. The outcome was not considered to be device or therapy related.